Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the passive planar probe was damaged. It was reported that the site had stored a high volume of non-sterile instruments in the navigation system drawer and had to force it open, subsequently damaging the probe. There was no patient present when this issue was identified. The site was in possession of the instrument. The manufacturer representative requested instrument return.